Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported low speed and pump stop events in pt's event log history. Alarm occurred while the pt was sleeping and connected to the pt cable. The pt sat up in bed and the alarm stopped. Pt could not confirm if there was a visual alarm. Event log history confirms the events reported. Suspected short to ground with the pt's perc lead. She states that the pt has grown about 4 inches and gained about 40lbs since implanted. Event log also shows questionable voltage when attached to the pt cable. It has been recommended to exchange the pt cable if it is 14v cable. X-rays do not show any apparent damage to the perc lead. It was then reported that the pt was at home on (B)(6) 2013, connected to his power module when he experienced two red heart alarms. The pt was in supine position during each event and reports cessation of the alarm when he arose to an upright position. Per the vad coordinator the pt experienced "chest tightness and dizziness" with each event. The pt was instructed to come to the vad clinic. Upon device interrogation, two "pump off" alarms were recorded in the pt's event history, as well as, "multiple low-speed operation alarms". During the clinic visit the pt experienced another red heart alarm while on battery power. This event was witnessed by the vad coordinator who said the pt was in an upright position during the event. She also reported that all labs values are within normal levels. The pt was admitted to the intensive care unit where his sys controller was replaced and as well as the pt cable. She was unable to recreate the event with manipulation of the external driveline. She plans to follow-up with x-rays of the internal driveline for further evaluation. Add'l info was rec'd indicating that the vad was exchanged on (B)(6) 2013 and will be sent back for analysis.

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.